Manufacturer narrative:
The device evaluation confirmed the customer's leak allegations. Furthermore, the coat peeling on the connecting tube had peeled by two milters (mm) or more). Additional evaluation findings are as follows: bending section cover or distal sheath (ar) pierced / cut or scratch of the bending section, bending tube had a dent, breakage of the camera section, the angle wire became longer than normal, buckling and deformation of the channel, fluid invasion from bcu, and monitor stains. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the airway mobilescope exhibited a leak. No patient harm was reported in relation to this event. The subject device was subsequently returned to olympus and evaluated. The evaluation revealed that the corrugated pipe coat on the device was peeling. The image guide (ig) tube was also peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: operation manual ¿chapter 3 preparation and inspection¿ ¿3.6 inspection of the endoscope¿ as below. Inspection of the endoscope: 1. Inspect the control section and the camera section for excessive scratching, deformation, loose parts, or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.21. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 3. Visually inspect the rubber part around the instrument channel port. Figure 3.22 depicts the rubber part in a normal and abnormal condition. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part as shown in figure 3.22, (abnormal condition) do not use the endoscope and return it to olympus for repair. 4. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.